Event description:
According to report, an internal leak of the dialyzer was found at initiation of pt treatment. The dialysate lines of the dialysis machine were "full of blood". Also reported that the extracorporeal circuit of blood was discarded. Estimated blood loss 300 ml, and the pt was restarted with a new dialyzer and new dialysis machine. MDR filed due to reported blood loss. Have requested further info for MDR submission today (8/10/98). 8/11/98 confirmed that there was no medical intervention as a result of the reported problem. 8/14/98 no further info is available. Three attempts were made to retrieve complete pt info.